Event description:
Related manufacturing reference number: 2017865-2023-47514 related manufacturing reference number: 2017865-2023-47515. It was reported that t;he patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that it was difficult to release the lp from the delivery catheter. Once the device was released, it was then noted that the device dislodged and migrated to the left pulmonary artery. The lp was removed and replaced due to helix damage. During implantation of the new lp, it was noted the lp exhibited failure to capture and high pacing impedance. It was then noted that the patient's blood pressure and heart rate dropped. Cardiac tamponade was confirmed via echocardiography. The physician placed a pericardial drain and the patient was placed on extracorporeal membrane oxygenation (ECMO). The device was released due to resuscitation efforts. It was confirmed via fluoroscopy that the lp dislodged and migrated to the inferior vena cava and exploratory surgery was performed and confirmed right ventricular perforation. The patient was in stable condition. No additional information was available.

Manufacturer narrative:
Reported event of dislodgement, separation problem, and helix damage were not confirmed. Final analysis found dried blood on the helix and helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.